Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated he had checked everything and even changed out the cassette. The hp stated he was still using the same bags and only changed the cassette. They were advised to start over with an all new cassette and bags. The hp would start over with a new cassette and bags. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he said he was able to resume therapy after starting over with new supplies. He had already discussed with the tsr about the importance of not reusing supplies. He said there was no issue with the cassette or bags rather it was himself. He said he did not completely break the frangible the first time around. He said he changed out the cassette and then looked at one of his green bags. He then broke the frangible again and said the hc worked, but by then he was on the phone with the tsr and was told to change out all the supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed because it was reported during trouble shooting of an alarm situation check supply line, customer switched a cassette only and continued therapy with used single use supplies, which is a use error/poor aseptic technique. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.